Event description:
It was reported the programmer was dropped and was received damaged (broken); top upper left corner of screen cracked and left of keyboard and printer paper speeds cracked in multiple places. It was noted the rubber portion under handle keeps coming out. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer failed functional tests; lem (link electronic module) printed circuit board assembly found out of electrical specification. Analysis also found the upper left corner of display was damaged, the upper case was damaged near printer keypad, grommet was pulling out at handle covers, lower case was cracked, keyboard was pulling apart at hinge pin, and system fan was intermittently noisy. (B)(4).